Manufacturer narrative:
(B)(4).

Event description:
Additional information was received that lead safety switch (lss) feature was activated the day following the most recent device check. Every two days, the right ventricular (rv) lead pacing impedance increases to greater than 2,000 ohms and then returns to within acceptable limits. Over 83,000 episodes were observed, mostly due to noise. The device was to be programmed to unipolar permanently and fixed sensing at 3mv. The patient will be seen again in three month for review. To date, no adverse patient effects were reported as a result of this clinical observation.

Event description:
Boston scientific received information that upon interrogation the right ventricular (rv) lead safety switch (lss) was triggered due to high out of range pacing impedance measurements. It was noted that the lss had been triggered approximately two months earlier. This pacemaker and right ventricular (rv) lead continue to exhibit high pacing lead impedance measurements greater than 2,000 ohms since the lss was triggered. Noise was observed. The patient was not pacer dependent. Additional information received from the field representative indicated that the cause was not determined. Isometric exercises were not successful at reproducing noise. The device and lead was evaluated in both unipolar and bipolar configurations with normal measurements. The physician programmed the pacing configuration in bipolar for now. This device and lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available this report will be updated.